Event description:
The patient was implanted with a left ventricular assist device. The chief of perfusion reported that she believed that there was an occlusion in the pump. During that time, the pump was run at 8,800 revolutions per minute (rpm) with flows between 4 and 4.5 liters per minute (lpm). The patient had a questionable right ventricle and was having refractory hypertension post-implant. These flow statistics continued through post operation day (pod) 1. On pod 2, the flows dropped to about 3 lpm. The chief of perfusion increased the speed to 9,400 rpm. The flows did not significantly change and on pod 3, the patient experienced low flow alarms. The patient's a-line tracing was pulsatile, and he was opening his aortic valve. His numbers didn't respond to volume and the hospital decided to an echo, which showed that the left ventricle was filled. The aortic valve opened regularly and blood was moving from the right side to the left side of the heart, but they did not believe that the pump was moving the blood. The patient was admitted back to the operating room on in 2009. The surgeons discovered that the inflow conduit was overfilled with coseal to the point that the graft was crimping and decreasing flow through the inflow conduit. The surgeon cut off the white silastic sleeve and removed the additional coseal to increase flow through the device. The white silastic sleeve was not reapplied and the inflow graft was not reinforced prior to closing the patient's chest.

Manufacturer narrative:
The device remains in use as the flow issues were resolved during the reoperation. The manufacturer is attempting to acquire additional information on the patient's status, and whether or not a pump exchange will occur. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.